Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-june-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse reported the pressure was not steady; there was intermittent and low pressure. The fse replaced the check valves to correct problem. The fse found tha the line filter was missing from one of the buffer lines. This may have caused particals to get in the check valves. The fse replaced all 3 bufffer line filters and replaced the main filter . The fse checked and cleaned the rotor seal, stator face and inspected for excessive wear. The fse also replaced the sample loop due to loose fitting. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the pump unit mechanical failure of the inlet check valve.

Event description:
On (B)(6) 2017, a customer reported low pressure alarms with their g8 analyzer. The customer primed the analyzer, replaced the reagents, added a new prefilter/filter, replaced the column, checked the fitting, and drained the flush multiple times but the error persisted. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.